Event description:
It was reported the patient underwent initial right total knee arthroplasty . Subsequently, the patient underwent a manipulation under anesthesia with cortisone treatment on approximately 6 months post implantation due to pain, swelling, and stiffness. After treatment, the patient¿s mobility improved for a short time but then symptoms returned. The patient underwent a revision of the articular surface with extensive arthrolysis due to arthrofibrosis one year later. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available follow up records identified that the patient experienced pain, swelling, and stiffness and dissatisfied with rehab progress, rom 10-85. The patient underwent mua and achieved flexion up to 110 degrees, administered with cortisone and improved mobility. After this mua, the patient's flexion returned to 80, incision well-healed, no effusion, the infection was ruled out. The patient later underwent a revision articular surface due to extensive arthrofibrosis. No infection was noted from the biopsies, malignancy. The patient was discharged with rom 0-100 with small intra-articular effusion. X-ray report shows the implant was in the right position with no indication of fracture, loosening, or dislocation. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert, persona the personalized knee system: poor ranges of motion, swelling, and pain are adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial right total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia with cortisone treatment due to pain, swelling, and stiffness. After treatment, the patient¿s mobility improved for a short time but then symptoms returned. The patient underwent a revision of the articular surface with extensive arthrolysis due to arthrofibrosis approximately two years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606402 64082009 femur cemented cruciate retaining (cr) standard right size 8; 42532007502 64019696 tibia cemented 5 degree stemmed right size f. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00132, 3007963827-2020-00133.

Event description:
It was reported that a clinical study patient underwent an initial right knee arthroplasty. Subsequently, patient experienced, stiffness, arthrolysis and was treated with movement under anesthesia approximately two years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Follow up notes state that the patient experienced pain, swelling, and stiffness and dissatisfied with rehab progress. The patient underwent mua and achieved flexion up to 110 degrees, administered with cortisone and improved mobility. After this mua, the patient's flexion returned to 80, incision well-healed, no effusion, the infection was ruled out. The patient underwent a revision articular surface due to extensive arthrofibrosis. No infection was noted from the biopsies, malignancy. The patient was discharged with rom 0-100 with small intra-articular effusion. X-ray report shows the implant was in the right position with no indication of fracture, loosening, or dislocation. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert persona the personalized knee system: poor range of motion, swelling, pain are adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.